Event description:
The customer reported having a blood glucose value of 48 mg/dl. Upon waking up. The customer reported then treating with glucose tablets. The customer reported experiencing low blood glucose values in the mornings ever since beginning pump therapy about 2 weeks previously. The customer's blood glucose value rose to 127 mg/dl. By the end of the telephone call with the helpline. The customer was advised to monitor the situation and to call back if issues persisted. The customer stated they would be speaking with a physician and would be advised on changing the insulin pump settings at that time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.